Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting.

Event description:
The hospital reported the adjustable pressure limiting valve damaged and not operating as expected, resulting in limited manual ventilation capability. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the unit did not lose the ability to manually ventilate. The initial reported complaint would have been noted during preuse testing, as contained in the user manual. The pressure gauge has been designed as a means for the clinician to monitor pressure in the circuit. Unit is designed to alarm if pmax setting is reached. User has the option to switch to mechanical mode of ventilation where the apl is not in the circuit. Therefore, the initial reported complaint was not reportable. Additional information was received that the unit did not lose the ability to manually ventilate. The initial reported complaint would have been noted during preuse testing, as contained in the user manual. The pressure gauge has been designed as a means for the clinician to monitor pressure in the circuit. Unit is designed to alarm if pmax setting is reached. User has the option to switch to mechanical mode of ventilation where the apl is not in the circuit. Therefore, the initial reported complaint was not reportable.